Manufacturer narrative:
Product complaint number: (B)(4). Investigation summary: an opened box with three packets of product code 18501 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the procedure & event date? Dental surgery, implant. Suture broke at 1st tissue passage. Date unknown. What was used to complete the procedure? Same like product. What is the lot number? Qmbcjb. Additional information was requested, and the following was obtained: what is the procedure & event date? Dental surgery, implant. Suture broke at 1st tissue passage. Date unknown. What was used to complete the procedure? Same like product. What is the lot number? Qmbcjb. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown dental procedure on an unknown date and suture was used. During the procedure, the suture broke during the first tissue passage. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Event description:
It was reported that a patient underwent an unknown dental procedure on an unknown date and suture was used. During the procedure, the suture broke during the first tissue passage. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Investigation summary: an opened box with three packets of product code 18501 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the procedure & event date? Dental surgery, implant. Suture broke at 1st tissue passage. Date unknown. What was used to complete the procedure? Same like product. What is the lot number? Qmbcjb. Additional information was requested, and the following was obtained: what is the procedure & event date? Dental surgery, implant. Suture broke at 1st tissue passage. Date unknown. What was used to complete the procedure? Same like product. What is the lot number? Qmbcjb. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.